Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the lcd screen. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the lcd screen failing was caused by electrostatic discharge.